Event description:
The customer reported that the system is not starting up; the ipc does not start.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the hard drive. The system operates as intended.